Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Provided photo shows an iol on a lens case base. The iol is outside of the lens case well. One of the haptics is broken, part of it is loose/detached from the rest of the haptic. Based on our observation of the attached photo, the iol is outside of the lens case well. One of the haptics is broken, part of it is loose/detached from the rest of the haptic. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, haptic torn off. There was no patient contact. The procedure was completed with another iol on the same day.